Event description:
It was reported that the bladder of an infusor ruptured. This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the actual device was not returned, however, a photograph of the device was available for evaluation. Inspection of the photograph revealed no clear evidence of the ruptured bladder. The reported condition could not be confirmed. Should additional relevant information become available a supplemental report will be submitted.